Event description:
During an ercp procedure, the physician used a cook endoscopy fusion wire guide locking device. The physician removed an existing endoprosthesis, made 8 new cannulation and placed a wire guide into the common bile duct. The physician then advanced a reusable forceps into the endoscope to facilitate a biopsy. When the forceps came within sight of the endoscope, it was noted that the inner component from the wire guide locking device had separated from the device and slid down the wire guide. Since the cannulation had been difficult, the physician chose not to remove the wire guide, but placed a plastic stent through the inner component into the common bile duct. The second flap of the stent caught the inner component. The inner component was left in the pt. No injury to the pt was reported.